Event description:
The patient fell. One week later, reported no stimulation sensation. Impedances were checked and found to be >4000 ohms. They were working with the physician and neurosurgeon to revise. Additional information has been requested, a follow-up report will be sent if additional information becomes available.